Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks secondary to double-counting. The ventricular rate/sense channel showed episodes of double-counting of the qrs complex. It was noted that with the oversensing, inhibition of pacing also occurred.